Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported that predilatation was performed on the lesion prior to stenting. During the second stage of the procedure in 2009, there was a proximal edge dissection after the stent was deployed. The dissection was covered with another stent, overlapping. The dissection was resolved. There was no additional event or patient information available.

Manufacturer narrative:
Results and conclusion summation - the reported patient effects are listed in the xience v IFU as a known risk associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.